Event description:
This rv lead was implanted on (B)(6) 2008 and was capped on (B)(6) 2012. Lead was fractured with a measured impedance of greater than 2500 ohms. The physician was dr. (B)(6) at (B)(6) health care in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).